Event description:
Customer reported an issue with the spectrum monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's display inverter board. Unit was safety tested to factor's specs.